Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the base. A piece measuring approximately 0.073" x 0.597" was found to be broken off. The broken piece was returned. The components adjacent to the blade showed no damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument prompted a "decrease pressure at tip" message. Additionally, as the customer took out the instrument for intraoperative cleaning; it was noted that the tip broke while being cleaned. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment that fell into the patient. The patient has not experienced any post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.